Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced low blood glucose (bg) of 35 mg/dl. Customer addressed bg with glucagon and glucose tablets. Reportedly, the suspected cause of bg was after the battery depleted normally and the sensor session stopped, the customer was unable to track bg.